Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "re-align patient" error message was confirmed during the functional testing and the archive data review. Based on the archive review, the autopulse platform displayed fault code 8 (motor controller fault detected) error message. The root cause was due to a defective drive train motor likely due to a defective component. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to fault code 8 error message displayed upon power up. Therefore, the reported complaint was confirmed. Drive train motor needs to be replaced to remedy the fault code 8. During archive review, multiple fault code 08 were observed. After replacing the drive train motor, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4). Per medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platform (sn (B)(4)) intermittently stop compression and displays "align patient" error messages. The crew immediately performed manual CPR during this error messages. Patient expired. Per reporter, the cause of death was not related to the autopulse platform.